Event description:
Edwards received information that during placement of proplege catheter a coronary sinus perforation was noted after contrast medium was injected to identify the position of the catheter. It was reported that fluoroscopic was not used during initial placement although it was advised. The balloon of the catheter was inflated and no ventricularization was noted on the monitor. The procedure was converted from minimally invasive surgery to a full sternotomy. A 6-0 prolene suture was used to repair the coronary sinus perforation. Test doses of plegia were given to make sure the perforation was completely repaired. Replacement of aortic valve was performed and patient came off bypass without any complications. The physician reported that the cause of this event was due to use error of the proplege catheter during the case not product error.

Manufacturer narrative:
Additional manufacturer narrative: a review of the device history records (DHR) revealed no non-conformities related to the device.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: based on the information received, the cause of the coronary sinus perforation was due to use error during usage of the proplege cathater at the time of the event. There has been no reported allegation that a product malfunction contributed to the event. Edwards will continue to review and monitor all events. Trends will continue to be monitored through the use of edwards quality systems.